Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 56 mg/dl at the time of incident. The customer¿s other blood glucose value was 160 mg/dl, in the range of 50 mg/dl, 113 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with food. Customer did not use auto mode. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not recall insulin dripping or squirting from end of set before connecting at their site. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer also reported site issue. Customer stated the site was not actively bleeding. Customer stated blood was not visible on the sensor connector. Customer reported that they did not receive medical treatment as a result of the site issue. Customer stated the led did not blink on and off. Customer reported they did not receive a sensor updating or sensor glucose not available alert. Customer reported they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.